Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the atrial fibrillation procedure, when inserting the sheath into the patient and then inserting the advisor hd grid catheter, an air leak was noted. When removing the advisor hd grid catheter and then inserting the ablation catheter, there was no issue. When inserting the advisor hd grid catheter again, an air leak was noted again. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.